Event description:
Procedure type: liver resection. According to the rptr: when firing, the device juddered in the hand of the surgeon, so that the firing was not smooth. This caused a tear to the vessel it was being applied to. A separate clip applier was used to complete the case.

Manufacturer narrative:
(B)(4).